Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device check in the evening post implant showed that the thresholds had risen since implant and were high on both the atrial and right ventricular (rv) leads. An upright chest x-ray showed that both leads had pulled back, although they were still attached to the myocardium. It was noted that the thresholds were unstable in both leads when the patient was upright. The rv lead was repositioned and more slack was applied and more slack was applied to the atrial lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.